Event description:
Duplicate complaint

Manufacturer narrative:
(B)(4): after the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4). Nothing further will be provided.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
Materials#: 303005 batch#: 2088560 it was reported by the customer that excess bonding adhesive. Verbatim: rcc received a complaint via email. Please find the below supplier lots on the material that was affected: 2088560- excess bonding adhesive order numbers on this lot were: a20354920. H21728092. H21542562. A21728860. H21728075. 1274029- cracked covers: b21038757.